Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation of the device revealed no capture on the left ventricular (lv) lead. A chest x-ray confirmed the lv lead was dislodged, and this was again verified via fluoroscopy during the procedure. The lv lead was explanted and replaced. The patient was stable throughout the procedure.